Event description:
It was reported by an international distributor, (B)(4), from france that there was an issue with a pump, though specific details regarding blood glucose values were not provided. There was no reported impact to the customer's blood glucose level. The distributor is awaiting the pump's return for further evaluation as a replacement pump has already been assigned. No alerts or alarms were noted during a system check, and the last date of pump usage recorded was october 3, 2025.